Manufacturer narrative:
The product was returned for investigation. Alleged failure: failed insulation test the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, or improper sterilization methods. The failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known (B)(4).

Event description:
It was reported that the insulation was compromised.